Event description:
It was reported by service report that the stair chair tipped with a pt on board when the carpet beneath slipped. The pt had pre-existing injuries and the extend of injuries after the tip are unk.

Manufacturer narrative:
While transporting a pt down the stairs, the carpet on the stairs slipped causing the stair chair to tip with a pt on board. The flip up handle broke as a result of the tip.